Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with buttons not working was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. No repairs were made to fix the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an ipump with a condition of "the buttons are not working on the machine". This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.